Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01301.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and an angiographic catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, a smart coil became stuck and would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. Next, the same issue occurred with another smart coil. Therefore, this smart coil was also removed. The procedure was completed using eleven smart coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint was out of the friction lock. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-01301 h3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2021-01300: section h. Box 6. Results code 1, results code 2, results code 3 & results code 4. This report is associated with MFR report number: 3005168196-2021-01301.